Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. Fluoroscopy was performed which confirm the lead's dislodgement. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.